Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2013. According to the complainant, during the final step of the procedure the tip of the jagwire detached into the patient's common bile duct. The site has stated that a retrieval attempt is planned. The case was completed with this device with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will be returned for evaluation, but it has not been received yet; therefore, a failure analysis of the complaint device has not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.